Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc device. A caller reported that the device powers on when the button is pressed but not upon test strip insertion. As a result, the customer was unable to obtain readings and experienced symptoms described as "increased hunger¿ and dizziness, requiring third party treatment of glucagon injection. No further information was provided. There was no report of death or permanent injury associated with this event.